Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line without an alarm. This event occurred during the initial drain while the patient was connected. The technical service representative advised the patient to end therapy and start over with new supplies. The technical service representative reviewed proper procedures with the customer. Should additional relevant information become available, a supplemental report will be submitted.